Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Today the customer ((B)(6)) informed me that the patient is requiring a removal of the micro anchor. The surgeon (B)(6), md contacted me as well. The patient has a lump on the orbital ridge where the anchor was placed during a face procedure and he's thinking he needs to remove the anchor as the patient appears to have drainage as well. The implant was inserted about 9 months ago. He had a contra-lateral implant put in on the other orbital ridge and there have been no issues. He wanted to know if there was specific instrumentation for the removal of the implant to which I said there is not. He will likely drill where the anchor is and remove enough cortical bone to remove the anchor. He's thinking he may do this on thursday of next week ((B)(6) 2016). I'm sending him a picture of the micro anchor (as it's been awhile since he's seen one) and the dimensions as well.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.